Event description:
It was reported by the patient's mother that the patient experienced a major increase in seizures following the patient's replacement surgery and as a result the device was programmed off. Diagnostics say of surgery after implantation were found to be within normal limits. No additional relevant information has been received to date.